Event description:
Philips has received a complaint on the intellivue multi measurement server x2, indicating there is a speaker malfunction error message. The device was not in clinical use and no there was patient harm.

Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed the speaker issue error message. The brt stated that the unit arrived with speaker making no sound. The brt replaced the (453564238621-speaker assembly) due to connector coming off loose, calibrated touch display and nbp assembly, ran performance verification, and tested all parameters to assure unit is fully functional and making sound. Based on the information available and the testing conducted, the cause of the reported problem was the speaker assembly due to connector coming off loose. The device was operational after repairs were completed.